Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported issue was able to be duplicated. Lec 1822 was recorded in the pump parameters and in the error log, along with ec 1820. This is a self-test watch dog test (wdt) issue. The double beep started during self-test and continued until a cassette was attached. Once attached, the alarm stopped, and the pump run. This indicates a faulty cassette detect sensor. There was also evidence of some ingression around the downstream occlusion (dso) seal. Service will replace the dso to correct the reported problem and the microprocessor board as a preventive maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "lec-1822 with double beep". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.